Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class e, flow-limiting dissection, abrupt closure, and thrombus event occurred post-atherectomy. The right sfa target lesion was 90% stenotic, minimally calcified, and was 80 mm in length. Two pt run-off vessels were present prior to therapy. The target lesion was treated with a 2.0 solid crown oad which was spun at low speed for one run (30 sec), at medium speed for one run (30 sec), and at high speed for one run (30 sec) for a total run time of 90 sec. The residual stenosis was 100%. Per the physician, the presence of thrombus was presumed due to the abrupt vessel closure noted and was successfully treated with tpa. The distal right sfa dissection was treated with a 5 x 80 mm powerflex pta balloon which was inflated 3 times to 8 atms each for a total inflation time of 40 sec. A 6 x 100 mm smart control nitinol stent was then placed and was post-dilated with a 5 x 100 mm opta pro pta balloon. The residual stenosis was 0%. No add'l info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 42 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).